Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was found to be operator error - interface cable was not fully inserted in to imaging system. The imaging system then passed the system checkout and was found to be fully functional. After re-seating the cable, the issue seemed to be resolved. However, the part was replaced, and investigation of the returned "old style" mvs interface cable found that the ground lugs on both cable's ground leads had been cut off, which directly caused the event. An electrical failure mode was found; open failure mechanism. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that after replacing the umbilical cord the issue of the imaging system not communicating with the mobile view station (mvs) was happening intermittently. The representative reported that when the radiologic technologists (rt) would jiggle the umbilical cord on the image acquisition system (ias) the issue would reoccur intermittently. This was noticed outside of surgery. There was no patient present when this issue was identified.